Event description:
It was reported that during a hospital visit, the health care professional (hcp) called technical services (ts) for further review of this presenting electrogram (egm). Upon review, the right atrial (ra) lead was observed to exhibit intermittent low out of range pacing impedances, and oversensing noise. Ts provided recommendations for lead revision. At this time, the ra lead remains in service. No adverse patient effects were reported.